Event description:
During an aortic valve replacement (avr) procedure on (B)(6) 2013, the surgeon had an individual zipfix tie break loose intra-operatively. Only the broken tie was removed, the remaining four ties remain implanted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.